Event description:
A customer reported experiencing a tandem mobi cartridge alarm during the cartridge loading process, specifically on (B)(6). There was no adverse impact on the customer's blood glucose level, which did not exceed 500 mg/dl. Despite resolving the initial issue by loading a new cartridge and resuming insulin delivery, the customer encountered recurring occlusion alarms, indicating a possible pump malfunction. Following escalated troubleshooting, it was recommended that the pump be replaced due to occlusion issues. The customer was instructed to continue using the current pump while awaiting the replacement, which was confirmed to be under warranty. The customer received guidance on pump storage and return procedures.